Event description:
It was reported that during a da vinci-assisted surgical procedure that error 319 occurred against universal surgical manipulator (usm) 4. The customer power cycled the system, but the issue returned. The intuitive tech support engineer (tse) advised the caller to disable usm 4 or to convert the procedure to a different system. The second system on site was in use and the caller was unsure if they could continue with 3 usms. There was no additional information provided. There were no reports of patient injury. Intuitive followed up with the customer and confirmed that the procedure was completed with x3 usms only.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.